Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned; however, the manifold/hub was not returned for analysis therefore the batch/serial number cannot be identified. A visual examination of the stent found that the stent struts on distal rows 1 to 6 are damaged, deformed and misaligned. The crimped stent od (outer diameter) was measured and was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed slight damages on the distal edge of the tip. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that part of the strain relief and part of the hypotube was broken 17mm proximal to the distal end of the strain relief with multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shat polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-jan-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The >75% stenosed, de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. After a 6fr non-bsc guide catheter was engaged to the left main artery and a non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 2.0x9mm balloon catheter. A 3.00x12mm promus element ¿ drug-eluting stent was then advanced but failed to cross the lesion despite several attempts. The device was removed, pre-dilatation was performed again with the 2.0x9mm balloon catheter and the procedure was completed with the implantation of another drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.